Manufacturer narrative:
UDI information (B)(4). Sample was received for evaluation. The microsensor was evaluated and the following observations were noted. The catheter material had a severe kink 47 cm from the connector. The device passed electronic, noise, a signal drift tests, internal calibration and linearity/hysteresis tests were omitted due to the drainage tube. The performance failure could possibly be attributed to the severe kink from mishandling of the catheter. No further investigation or corrective action is anticipated. Manufacturing records were reviewed and found no anomalies. Based on the results of the investigation, the reported issue is not confirmed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that a microsensor was giving inaccurate measurements. The original measured pressure was not reliable. The icp was measured by the drip chamber but the value was significantly different, but constant. The wave form was superimposable. Another sensor was used in replacement.